Manufacturer narrative:
This report is submitted on september 28, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to dizziness and pain. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on march 23, 2022